Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from (B)(6) alleged generated potentially false positive results for ten (10) patient samples using the cobas® sars-cov-2/influenza a/b assay when compared to a competitor platform. Patient samples were retested on a competitor platfrom; however, results were not available for all patient samples. Patient samples 7-10 are indicative of samples at the limit of detection of the cobas® sars-cov-2/influenza a/b assay. Low levels of amplification can be seen for each of these runs which could indicate a sample with a low viral load near the limit of detection (lod) of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Additionally, if the customer re-tested samples using another test platform, differences between the cobas liat lod and the competitor test platform lod could also explain the result discrepancies. Patient samples were collected using nasopharyngeal swabs and the media type not provided. There was no allegation of harm to the patients. The results were reported out to the patients and/or personnel treating the patients. Ten (10) mdrs will be filed, one for each sample, as per FDA guidance.

Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned for evaluation and repair. From the data provided, some of the runs showed background and baseline disturbances, which caused the potentially false positive results. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua201779, product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4).